Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that during an irrigation and debridment due to infection, the surgeon removed the poly liner.